Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported not receiving the insulin delivery and stated that the cannula of the infusion set had come out of the skin. The blood glucose reading was 500 mg/dl. Customer stated that he treated with the insulin pump and had gone to the hospital where he was treated with saline. He stated that he could smell acid and that the muscles were aching. Customer declined troubleshooting. Nothing further was reported.